Event description:
(B)(4). Essure placed in (B)(6) of 2012, and ankles and feet have been swelling since 2013. Gradually getting worse and worse over the years. Went to the doctor and did a urine sample. Kidney infection without any symptoms or signs of a uti; 3 different antibiotics in a month and a referral to a urologist. Kidney ultrasound and 24 hour urine sample to be done.